Manufacturer narrative:
Returned device was received in worn physical condition. The top case was chipped and cracked while the bottom case had seal damage. No evidence of reported problem in event log was found. During the evaluation of the device, the plunger tube was found to be the cause of the issue and that it needed grease. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump had a stuck syringe shaft. There were no reported adverse events.